Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer loaded a new to resolve the issue. In addition, it was rpeorted that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no impact to the customer's blood glucose level.